Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced high watt alarms and was admitted for an altered mental status, abdominal pain, and swelling. During the patient¿s hospitalization, the patient was diagnosed with peripheral leukocytosis and was treated with antibiotics. It was further reported that the patient¿s condition continued to deteriorate. The patient¿s family requested for the ventricular assist device (vad) to be disabled and comfort care measures was given. The patient¿s autopsy revealed ischemia in the midbrain and pons, and there was no evidence of thrombosis. The cause of death was cerebral and generalized ischemia secondary to heart failure.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported high power event could not be confirmed via review of controller log files since log files covering the reported event date were not available for analysis. Review of the sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with vague symptoms of heart failure such as abdominal bloating, shortness of breath, and fatigue. It was further reported that the patient subsequently expired. The cause of death is unknown.